Event description:
Per the clinic, the device was explanted on (B)(6) 2024 as patient requires head and neck imaging. It is unknown if there are plans to reimplant the patient as of the date of this report.